Event description:
It was reported that the camera head had no image. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.